Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported the lamp life was good, but upon conversation with tac, noted the spare lamp was on sometimes. The customer also noted the image was not as bright, it seemed dim. Tac advised to replace the main lamp, should the issue persist, to send the clv-190 in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, yellow tint image on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, probable causes that the emergency light was turn on is likely because the main lamp was not turned on due to a failure of the main lamp body. The following information is stated in the instructions for use (IFU): ¿chapter 4 pre-use inspection when the emergency light indicator on the operation panel lights switch the product off and then on again so that the illumination lamp lights up again. If the emergency light indicator still lights up, replace the light lamp with a new one according to section 6 "replacing the light lamp". If the emergency light indicator still lights up, contact olympus. 4.6 check the illumination light 3 confirm that illuminated light is discharged from the tip of the endoscope. To "500h" of lamp usage time indicator if you feel that the light is dark even if it is not illuminated, replace the light lamp with a new one according to section 6 "replacing the lighting lamp". Chapter 6 replacement of illuminating lamp 6.1 light lamp replacement summary and precautions replace the illumination lamp with the one specified below. Xenon lamp maj-1817 (olympus) if you need a new illumination lamp, contact olympus. See review of device history documentation: review of production records after checking DHR, it was confirmed that the device was shipped according to the specification.¿ olympus will continue to monitor field performance for this device.